Event description:
Operator errors in loading the tubings into the pumps resulting in the patients not receiving the medications as intended. On unspecified dates and times, the pumps were programmed to deliver unspecified medications. No specific programming parameters were provided. After unspecified lengths of time, it was noted that the medications had not infused. Upon opening the pump doors, the nurse found the green clamps were in the slots, but the tubings was not completely inserted into the bases of the green slide clamps. There were no reported adverse patient events.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. Product labeling for the device states, close tubing completely by sliding tubing all the way down to the base of the slide clamp.